Event description:
It was reported the device shifted and did not seal. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted (B)(6) 2025. The patient was discharged. At a two (2) month follow up computed tomography (CT) scan, imaging showed the closure device appeared to have shifted/tilted with a sub-fabric leak and exposed struts allowing contrast to communicate to the distal part of the laa. The patient was asymptomatic and was on aspirin only at the time of the event. There is no further intervention planned at this time.